Manufacturer narrative:
Exact date unknown, event occurred in 2012. Explant date: 2012.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts.